Event description:
Customer reported being hospitalized due to a diabetes-related issue, which involved a visit to the emergency room, intensive care unit (ICU) admission, and use of the insulin pump and related supplies at the time of the incident. Blood glucose (bg) level reached an unidentified high value during the event, but there were no injuries caused. Prior to going to the ICU, the customer administered a manual insulin injection in attempt to resolve bg level. While in the ICU, customer received treatment with intravenous fluids and insulin and manual insulin injections. Technical support conducted a pump system check, identifying issues such as occlusion alarm. At the time of the report, the customer had yet to be released. No additional information was provided.